Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/25/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Additional h3 investigation summary: one opened sample (strand double-armed) of product code 8701h was returned to ethicon inc for evaluation. Upon visual inspection of the returned sample, the strand was broken in two sections, damaged at the surface (crushed and curly) and the ends were observed cutted possibly from a surgical instrument. Due to the condition of the sample the functional test can¿t be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch qlbcms, and no non-conformances were identified. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported in 2210968-2021-05909.

Event description:
It was reported that a patient underwent a shunt expansion surgery on (B)(6) 2021 and suture was used. During vascular anastomosis, the suture broke easily. There were no adverse consequences to the patient. No additional information was provided.